Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. The root cause of the reported problem was determined to be air in line printed circuit board (ail pcb) failure. Appropriate action was taken to correct the reported problem by replacing the ail pcb. The device has not been previously sent into service for the reported condition of 810:11. During previous repair on (B)(6)-2010 the ail pcb was replaced.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "810.11". It is unknown when this event occurred. During a review of the pump's event history by baxter personnel, it was determined that this failure code has interrupted delivery. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The customer has declined to be contacted. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.